Event description:
The facility reported on an rpl450-2 patient transport lift the hanger bar mounting bolt came loose which caused the resident to fall onto the bed. There were no injuries sustained due to this event. After the event it was noticed there was no damage to the bolt or hardware, however the connection point on the boom of the lift was bent.

Manufacturer narrative:
The alleged issue of the rpl450-2 patient transport lift hanger bar mounting bolt coming loose could not be confirmed, and the underlying cause has not been determined. However, the description of the incident is consistent with a previously investigated issue. The investigation found that it was possible in extreme cases for the bolt to back out if the maximum patient¿s weight was to swing back and forth. The root cause of the bolt backing out was determined to be related to conflicting instructions in the manual and the unspecified torque specification of the bolt. The connection joint was redesigned to reduce friction, the lift scale connection point was redesigned, a torque specification was documented, and the user instructions were updated to clarify maintenance and replacement instructions. This device was manufactured by invacare suzhou in november of 2014, prior to the design changes. However, suzhou is no longer an active manufacturing site and invamex will be used as the manufacturing location for filing purposes. The lift is past its end of life of 8 years.